Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The proximal and distal aortic neck was 34 mm in diameter. The thrombus from the puncture site to the lesion site (from just below common carotid artery to just below left subclavian artery) was severe. It was reported that during the index procedure, a minor proximal type I endoleak was observed. Touch-up was not done after the second valiant device was implanted due to the fact that the proximal side had severe thrombus. The physician stated that in consideration of both risks in thrombosed by touch-up and minor leak, the patient was decided to be monitored and the procedure was completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; severe thrombus within the seal zone); evaluation, conclusion: known inherent risk of a procedure (endoleak), device failure/lack of effectiveness related to patient condition (anatomy related; severe thrombus within the seal zone).